Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 29 mg/dl. Reportedly, bg was due to an increased dosage of insulin due to the settings. A nurse from the customer's work administered a glucose shot and customer consumed food/glucose tablets to address bg. A review of t:connect pump data verified that the insulin dosing recommendations were correct based on the customer's personal profile. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. A follow up with the customer verified that bg level was "fine".